Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, pelvic organ prolapse, and cystocele and mesh was implanted along with the concurrent procedure of a hysterectomy. It was reported that following insertion of the mesh the patient experienced pain, erosion, extrusion, infection, recurrence, dyspareunia, vaginal scarring, difficulty sitting, urinary problems, and neuromuscular problems. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00728. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bso, anterior and posterior vaginal colporrhaphy mesh sling.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency, frequency, vaginal irritation, burning sensation, urinary tract infection, incomplete bladder emptying and vaginal dyrness.